Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. There is no infusion on declared date and time (on (B)(6) 2025 at 7:05 am). The reported device was received in brézins for investigation. Nothing was noticed during both external and internal check. During device log review, no infusion was found on the morning of (B)(6) 2025, only 165ml/h infusion were started in the evening. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. A test under the same conditions (patient position-pump-bag) with a dye to simulate the patient's blood was carried out. No rise in the line was observed. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: according to information from the dialysis department: during the infusion of the idpe (intradialytic parenteral nutrition), the patient had a return flow of blood from the patient into the bag (quantity less than 100ml). It is assumed that this is related to a malfunction of the infusion pump. The patient was not harmed as the case was discovered quickly and the infusion was stopped. The patient's health was not affected. The idpe is to be continued next week with a new infusion pump. Additional information from cm: the observation occurred on (B)(6) 2025, 07:15 a.m. The following was set in the agilia vp during the observation: total volume: 660ml, infusion rate: 165ml/h there were no alarms from the pump. The patient was supplied via a catheter (not a shunt). Application in the last few weeks went smoothly. No infusion was applied in parallel with this infusion. The dialysis department has announced to issue a report to the authority bfarm. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.